Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the submental area on (B)(6) 2021 and (B)(6) 2022 using the coolmini applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction: b5, d4, h2, h11 previous MDR submission [correction]: a2, b3, b5, d1, d4, h11 paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported to allergan that a patient received a coolsculpting treatment to the under the chin (submental area) on (B)(6) 2021 and (B)(6) 2022 using the coolmini applicator and presented with paradoxical hyperplasia (ph) 14 months post treatment.

Event description:
A provider reported to allergan that a patient received a coolsculpting treatment to the under the chin (submental area) on (B)(6) 2021 and (B)(6) 2022 using the coolmini applicator and presented with paradoxical hyperplasia 14 months post treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.